Manufacturer narrative:
Investigation coordinated by synthes (B)(4). Report received indicates the complained extraction screw shows that it was broken due to mechanical overloading during use. Exceeding the applied mechanical force, well beyond its calculated design may have caused the breakage of the tip. We assume that the locking screw was completely blocked inside the locking thread. Strong tightening during insertion or some influence during healing process caused the fretting of the screw in the plate. High mechanical force was applied while trying to remove them. We assume that the screwdriver shaft was inserted in a damaged screw head which resulted in a deformed tip. Review of the manufacturing and material document showed no deviation to the specification. No product fault could be detected. Placeholder.

Event description:
Device report from (B)(4) reports an event in (B)(6) as follows: during a surgical operation to remove the implant for a fracture of the proximal lower leg, the surgeon used the drill bit to remove a worn out locking screw and the drill bit broke. The surgeon chipped off the screw head and barely removed the locking screw using the carbide drill. The extraction screw was broken when the surgeon removed locking screw. There is no broken tip in patient body. This is 2 of 2 reports for the same event.